Manufacturer narrative:
Serial number is unknown. Credit was issued on return authorization (B)(4).

Event description:
The customer reported that the touchscreen did not work on arrival. No patient or user harm was reported.

Manufacturer narrative:
Date of report: 03/14/2019. Date rec¿d by MFR : 04/22/2019. Failure analysis on the returned touch screen shows that the touch screen assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.